Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The alarm trace showed multiple sample short, abnormal aspiration, sample short, sample foam, and sample clot alarms. The field service engineer (fse) performed periodic maintenance, operational, and mechanical checks successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
The initial reporter questioned the results for an unspecified number of patient samples tested for creatinine jaffe gen.2 (crej2) on a cobas pro c 503 analytical unit. Discrepant results were provided for 1 patient sample. The initial result was 1.63 mg/dl. This result was reported outside of the laboratory where it was questioned by the doctor. The repeat result from a different c503 analyzer was 1.12 mg/dl. This result was believed to be correct.

Manufacturer narrative:
The crej2 reagent lot number used with c503 analyzer 2169-06 was not provided.